Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: n506068001, ubd: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a catheter revision took place. No symptoms were reported. There were no further complications reported at this time.